Manufacturer narrative:
(B)(4). For complaint event on same patient see MDR #3010532612-2019-00049 and tc #1900066457. Teleflex received the device for investigation. The reported complaint of "exposed shielding on the cable" is confirmed based on visual inspection of the device received; however, it did not interfere with functionality of the cable during the complaint investigation. The root cause of how the cable shielding became exposed is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the registered nurse(rn) checked on the patient and noted that the pump was "shut off" and not pumping. The pump was successfully powered back on, but pumping was not resumed. The rn confirmed that the pump was plugged into a red outlet, the battery icon shows a full green fill and a lightning bolt (charging symbol). As a result, the pump was swapped out. The patient remained stable. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4). For complaint event on same patient see MDR #3010532612-2019-00049 and tc #(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the registered nurse(rn) checked on the patient and noted that the pump was "shut off" and not pumping. The pump was successfully powered back on, but pumping was not resumed. The rn confirmed that the pump was plugged into a red outlet, the battery icon shows a full green fill and a lightning bolt (charging symbol). As a result, the pump was swapped out. The patient remained stable. There was no report of patient complication or serious injury and death.